Event description:
Boston scientific received information that this left ventricular (lv) lead became dislodged. A lead revision procedure was performed and the lead was explanted. The field representative indicated that the lead was discarded and will not be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.